Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a red, bumpy, and itchy rash under the ECG electrodes on her left side. The patient applied a cream that she was given at the hospital. Follow-up indicated that the rash was improving.